Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown dated, the patient experienced nausea and vomiting for 2 weeks and the tube going inside her, making it difficult to pull. On (B)(6) 2021, and endoscopy was performed, which showed a small bezoar at the end of the j-tube. On (B)(6) 2021, the j-tube was replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.